Event description:
I used fixodent from 2005 until 2008. While using fixodent, I experienced numbness and tingling in my extremities. I had blood test taken the same day in 2008 at the time, it showed low levels of copper and high levels of zinc in my blood. I am still being treated for it. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 2005 - 2009. Event abated after use stopped or dose reduced?: no.